Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board was replaced to resolve the reported issue.